Event description:
It was reported that upon removal of ground pad. 20 + small "bruised like" areas were noted on the upper thigh. 24 hours later, bruises remained, no treatment prescribed. An internal incident report was filed.